Manufacturer narrative:
Concomitant medical products: product ID: neu_ptm_prog, product type: programmer, patient. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. Product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
It was reported that a patient had a pump problem. The patient reported that her pump started alarming on (B)(6) 2015 (also reported by the healthcare professional (hcp) since (B)(6) 2015) and it sounded like a ¿dee do dee do¿ toned alarm. Telemetry had not yet been performed. The patient stated that the refill date on her personal therapy manager (ptm) was (B)(6) 2015. The patient started seeing the error message 8286 on the ptm ¿yesterday¿ ((B)(6) 2015). The healthcare professional (hcp) office stated the pump wasn¿t supposed to alarm until the (B)(6). The session data report from the last time the patient was seen said low reservoir alarm date was (B)(6) 2015. The patient stated that her refill was scheduled for (B)(6) 2015. There was initially no reported symptom change, but the patient stated she has been feeling ¿really crappy/junkie¿ since the day before the date of this report. The patient was redirected to the hcp. The pump was used to infuse dilaudid (hydromorphone). No intervention or outcome was reported for this event. Follow up was being conducted to obtain additional information. If additional information is received a follow up report will be sent.